Event description:
It was reported that the pt had been experiencing nausea for the past two months. The neurostimulator stopped working. An x-ray confirmed that there was no lead fracture. Additional information has been requested.

Manufacturer narrative:
(B)(4)